Event description:
The ortho summit sample handling system instrument did not pipette reagent while pipetting the volume verification maintenance and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics, inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found dried serum on collet # 1. Fse cleaned collet and sleeve and verified that hold and pull forces were within specification. The volume verification was successfully repeated. The instrument was tested without further problem and was returned to expected operation.